Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.8 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.